Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 9286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that a patient had tingling up and down her leg that started on (B)(6) 2013. It was noted that it was in the patient¿s thigh to below her knee and she was not sure if it was related to her device. It was reported that the patient planned to have knee surgery on (B)(6) 2013. It was noted that the patient¿s device was in her ¿lower lumbar" and she kept it charged, but didn¿t use it. The patient wanted to know if the device could short out when it was off. It was reported that the patient had problems with her legs because of her back and a torn meniscus. It was noted that the patient¿s doctor ordered a tens unit for her, but she didn¿t use it because it didn¿t help. It was further reported the patient felt stimulation when she did not expect it, but was unsure if this sensation was due to the device. It was stated the patient¿s knee hurt badly.